Event description:
It was reported that the ilet displayed cgm signal loss while the user continued to receive dexcom g7 readings on the mobile app, and the issue involved intermittent communication between the ilet and the g7 sensor; the user had briefly toggled to g6 in error and then reselected g7 and entered the pairing code, after which readings resumed, indicating an issue associated with the device¿s electrical/magnetic communication components, including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized as intermittent communication failure involving the electrical/magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.